Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the low impedance was due to the close proximity of the lead positions; the 7 and 11 electrode were in temporary contact. Due to this, there was low impedance. X-ray imaging confirmed that electrodes 7 and 11 were in close proximity to each other. No actions/interventions were taken. Since the initial report of the low impedances, there had been no further low impedance readings. Due to the slight movement of the leads in the epidural space (due to the patient's movement), they noted that it was conceivable that temporary electrode to electrode contact would result in low impedance in the future.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that an unanticipated system error saying "system error occurred. Start a new session to continue programming. If this message continues to be displayed, please contact medtronic." Was displayed, and at the re-telemetry after the end of the session showed validation error saying "the system has detected invalid data in the device. Treatment data may be erased. Error code: 13 00 0000'". There were no particular environmental, external, and patient factors that may have caused the event as well as no particular diagnostics/troubleshooting performed nor particular actions taken. The issue was resolved at the time of the report. No health damage was reported. Additional information was received. It was reported that the cause of the system error and validation error was not determined. There were no actions in particular that were taken to resolve the issue. It was reported that logs would be obtained to help determine the cause and they were provided. It was noticed in the provided session report that there was a low impedance of 215 ohms at electrodes 7 and 11.